Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2022. The procedure was performed transperineally, under general anesthesia. The procedure was noted to be difficult. There appeared to be infiltration of the rectal mucosa on the computed tomography (CT) image. The how the gel wrapped circumferentially around the rectum towards the apex and posteriorly around the rectum. The patient was experiencing pain, narrow stools and trouble passing stools. The gel was seen in the mesorectum on magnetic resonance imaging (MRI), and there was no evidence of rectal wall invasion (rwi). The patient was experiencing a lot of pain with bowel movements and went to the emergency room (ER). There is a possible obstruction of the bowel, potentially due to spaceoar vue in the rectum. The patient was given a lot of laxatives, which caused him to have a big bowel movement. On the t2 axial slice, there appeared to be a rectal wall dissection with gel in the lumen. The patient's external beam radiation therapy (ebrt) will be delayed, until the gel dissolves.